Manufacturer narrative:
Concomitant medical product: a2dr01 ipg, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. Short v-v intervals were noted on the right ventricular (rv) lead. The lead re mains in use. No further patient complications have been reported as a result of this event.